Manufacturer narrative:
Phone number: (B)(6).

Event description:
Philips received a complaint on the heartstart xl+ device indicating that the device alarmed: ECG malfunction.

Manufacturer narrative:
Based on the available information, asp visited the customer site, evaluated the device, and confirmed that the device had alarmed: ECG malfunction due to poor contact of the ECG cable connection. After tightening the ECG cable, the device returned to full function. The device remains at the customer site and no further evaluation is warranted at this time.